Event description:
The healthcare professional (hcp) reported that the patient normally felt paresthesia around the knee area and now they only felt it to the lover belly/croins. It was clarified that the patient was feeling paresthesia in the lover stomach. The patient programmer was giving the doctor picture with some code but the code number was not in the memory of the patient. No additional error codes were observed. They tried all poles but the paresthesia was always in the same place. Impedance was good around 800. It was not known if the leads migrated. Interventions included reprogramming. The issue was not resolved at the time of report. A procedure would be performed and included replacing the whole system. The cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins and lead were explanted on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a-25, lot# 0209318166, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 37083-40, serial (B)(4), product type: extension. Analysis of the ins found no anomaly. If information is provided in the future, a supplemental report will be issued.